Event description:
Lumen size inadequate for fiberoptic confirmation of placement. (Standard care). Lumen size inadequate for suctioning with a 14 fr suction catheter. Frequent disconnection at lumen connector hub when tube warms and softens. Metal connector hub at y-connector jams in anaethesia circuit. Overall, rptr feels double lumen tube is of sub-standard design.